Event description:
As reported by the field, during a stent assist coil embolization, a 4mm x 23mm enterprise 2 intracranial neurovascular stent (encr402312, 6610176) became impeded in distal end of a prowler select plus microcatheter (606s255x, 30688485) and could not advance any more. The physician retracted the devices and observed that microcatheter (mc) was kinked/bent and the stent body was separated from delivery wire (stent body was not connected to delivery wire). A new microcatheter and stent were switched to complete the surgery. There was no patient injury report. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00546. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent assist coil embolization, a 4mm x 23mm enterprise 2 intracranial neurovascular stent (encr402312, 6610176) became impeded in distal end of a prowler select plus microcatheter (606s255x, 30688485) and could not advance any more. The physician retracted the devices and observed that microcatheter (mc) was kinked/bent and the stent body was separated from delivery wire (stent body was not connected to delivery wire). A new microcatheter and stent were switched to complete the surgery. There was no patient injury report. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and one (1) compressed condition was found at 4 cm from the distal end. No other damages were observed on the microcatheter. The device was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The prowler select plus 150/5cm microcatheter was flushed using a lab sample syringe without a problem. After that, a 0.018-in guidewire was advanced through the microcatheter, and no resistance/friction was felt during the advancement until the guidewire passed through the compressed portion; however, the guidewire came out from the distal end. The damage observed in the distal tip during the visual inspection is suspected to be related to the handling of the device during procedure, since according to the information provided the microcatheter was noted to be kinked when it was removed from the patient. Although the compressed condition was not originally reported in the event, this could be related to the customer complaint due to the similarities between both types of damages (i.e., kinked and compressed conditions). A manufacturing record evaluation was performed for the finished device 30688485 number, and no non-conformances related to the malfunction were identified. The issue documented that the stent became impeded in the distal end of the microcatheter was confirmed also based on the compressed condition noted on the returned device. Although the guidewire could come out from the distal end, resistance was felt when it passed through the compression. This reasonably suggests that this damage may have precluded the stent to be advanced out of the microcatheter due to the slight expansion that occurs once the stent is out of the introducer. However, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. A manufacturing record evaluation was performed, and no non-conformances were identified. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.